Event description:
Follow up information reported that the cause of the issue was unknown and that no malfunctions were observed. It was noted that the patient was receiving effect therapy from their device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4): product type recharger; product ID 37746, serial# (B)(6): product type programmer; patient product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect while on an airplane. It was noted that stimulation was on when the patient entered the airplane, but when the plane reached flying altitude the patient no longer felt stimulation. The reporter stated they did not check the stimulation status or try to increase stimulation. Additional information was requested, but was not available as of the date of this report.